Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid found within the cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short on transformer (t1) of the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed and the display became fully operational. The load cell verification passed. A post-accelerated stress test (ast) 2 hour 15 min 8500 ml simulated treatment was performed and completed without any failures or problems. There was visual evidence of dried fluid found in between of the pump assembly and display assembly during internal inspection. There was visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. The mushroom heads check passed and the cycler tested negative for glucose. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process and the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler went blank during their peritoneal dialysis (pd) treatment. The patient reported receiving a repeated invalid sensor reading alarm in fill 5 of 5. The power cord was properly working and the ok and stop keys were on, however the screen remained blank. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. A replacement cycler was issued to the patient. Additional information was requested, however to date has not been provided. The cycler was returned to the manufacturer and upon physical evaluation of the cycler, it was identified that there was an internal short on the transformer of the inverter board.